Manufacturer narrative:
Bayer service performed a system check of the arterion injection system (serial number (B)(4)) on (B)(6) 2017 and found it to operate to specification. A bayer applications specialist reviewed the procedure of refilling a syringe during a procedure according to the arterion operation manual with the site staff. The arterion operation manual instructs that the injector head is to be placed in the upright (purge) position during the refilling of the syringe. After purging all air from the system the injector head is then to be turned downward. The manual notes that if the purge action is not performed in the purge position, the injector will not arm when returned to the inject position. The site declined additional applications training at this time and has continued to use the injector without any reported problems.

Event description:
The site reported the following: an emergent coronary angiogram was performed, using the arterion injection system (serial number (B)(4)), on a patient presenting with cardiac arrest and vessel perforation. The staff refilled the contrast media syringe and was unable to arm the injector after performing a re-purge of the system. The system was shut down, restarted, re-purged and the injector still would not arm. The physician continued with the procedure and hand injected the contrast media for imaging. The patient procedure was successful and the patient is reported to have recovered.